Event description:
Uneventful epidural placed for labor. After placement, unable to flush catheter. Catheter depth adjusted with no correction of problem. Catheter had to be removed, and new catheter placed. Nurse personally flushed the affected catheter. All three ports flushed without difficulty. Catheter will be returned to company for further evaluation.